Event description:
It was reported that during central processing, the tip of the tip-up fenestrated grasper instrument was found to be broken off. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation and confirmed the reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.30" x 0.20" was found to be broke off from the wrist assembly. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws.